Event description:
It was reported that the patient received a notifier for premature eri. The device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. During bench, automated electrical, temperature and humidity testing, no high current drain sources were found in the hybrid. The battery was sent to the manufacturer and no internal anomaly was detected. The cause of the battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.